Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during an embolization treatment, the coil detached. The coil was removed in its entirety along with the catheter. There was no reported patient injury or intervention.